Event description:
The facility representative contacted baxter to advise that a colleague volumetric infusion pump had smoke coming from the pump in an unknown process step. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
The software version is 5.03.00, categorized as unremediated.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. The CAPA number is CAPA-(B) (4). The pump was received and evaluated by baxter. During service, it was discovered that the keys on the channel b pumphead module keypad, that include the stop and channel select keys, were inoperable. The channel b pumphead module keypad was replaced.

Event description:
During service by baxter, the infusion pump was found to contain a malfunction of unresponsive pumphead module keypad channel b this includes the channel select and stop keys. This event occurred during product evaluation. There is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information was available.

Event description:
It was initially reported by the physician that the pt was experiencing painful stimulation at the generator site. Physician tried lowering the settings but it did not help. Physician then turned off the device and referred the pt to the surgeon to do x-rays and/or exploratory surgery. Physician had done a lead test and everything was working within normal limits. Diagnostics results were fine. No pt manipulation or trauma was reported. No medication or programming setting changes were made that could have contributed to the onset of event. Additional information received indicated that the pt had a full revision surgery and the reason for revision was due to finding of moisture within the lead. The surgeon saw this as a problem and decided to replace the entire device. Good faith attempts to obtain additional information have been unsuccessful. Explanted products were returned to manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
(B) (4)